Event description:
Related manufacturer reference number: 1627487-2024-00167. Related manufacturer reference number: 1627487-2024-00170. Related manufacturer reference number: 1627487-2024-00172. Related manufacturer reference number: 1627487-2024-00173. Related manufacturer reference number: 1627487-2024-00174. Additional information indicates all of the patients leads had shifted.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: quattrode lead, model: 3169, UDI: (B)(4), batch: 3615842. Common device name: quattrode lead, model: 3166, UDI: (B)(4), batch: 3627362. Common device name: quattrode lead, model: 3166, UDI:(B)(4), batch: 3627362. Common device name: quattrode lead, model: 3166, UDI: (B)(4), batch: 4081179. Common device name: quattrode lead, model: 3166, UDI: (B)(4) , batch: 4046673.

Event description:
It was reported that patient experienced ineffective therapy, patients leads had shifted. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both of patients systems were explanted and replaced to address the issue. It is unknown which leads shifted.